Event description:
During an in-clinic, noise that led to oversensing was detected on the right atrial (ra) lead. Ra lead damage was suspected, although not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.